Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. All valves are 100% tested at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery that the patient was not responding well to the device and the device was explanted. According to the report, the cause of the issue was unknown. Per the manufacturer representative, the device appeared to be working fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.